Manufacturer narrative:
This product is not marketed in the us. No similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -11.5 diopter, in the patient's right eye (od) on (B)(6) 2017. In the same surgery, the lens was exchanged for the same size and diopter lens due to lens tear/break during injection into the eye. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found the haptic bent and the lens having foreign material on lens surface (clear residue). (B)(4).